Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced abnormal battery depletion due to incorrect high thresholds measurement due to auto capture. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.